Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted (date not reported) due to a lack of auditory benefit with device use. There are no plans to reimplant the patient with another device as of the date of this report, september 18th, 2012.

Manufacturer narrative:
(B)(4).